Event description:
Swelling both knees [joint swelling]. Fever [pyrexia]. Case description: spontaneous report received on 08-may-2008 from a (B) (6) male pt, (B) (6), with a medical history of osteoarthritis and two prior series of synvisc injections into both knees in (B) (6) 2006 and (B) (6) 2007. The pt received his first injections of synvisc into both knees on (B) (6) 2008. On (B) (6) 2008, he received his second injections of synvisc and developed severe swelling in both knees that night. The swelling in the right knee was much worse than the left. The pt also developed a fever that resolved the following day. On (B) (6) 2008, the pt went to his physician to see if he could get something for the swelling of his knees. The pt was given a cortisone injection into his right knee which began to resolve the swelling within an hour or two of administration. When the pt returned on (B) (6) 2008 to receive his third injections of synvisc, the physician recommended that he not continue with treatment because of the adverse events that he had experienced. At the time of this report, the pt's swelling in both knees and fever had resolved.